Event description:
A voluntary medwatch report was received on (B)(6) 2023. It was reported, that no readings issue occurred. Data was evaluated and the allegation was confirmed, as signal loss greater than an hour was confirmed. The probable cause was determined, to be the mobile device losing power which led to signal loss. The reported event of a no readings issue is reportable, based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number (B)(4). 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.